Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to intrinsic sphincter deficiency and pelvic organ prolapse. It was reported that the patient underwent excision of subcutaneous mesh on (B)(6) 2007 due to a pulling sensation in the perineal area and adherent mesh to the deep epidermis causing discomfort. It was reported that the patient underwent division of anterior sulcus adhesions on (B)(6) 2008 due to dyspareunia; removal of mesh, insertion of mesh, and cystoscopy on (B)(6) 2011, due to pelvic pain and stress urinary incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following implantation the patient experienced extrusion, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07717 and medwatch 2210968-2014-00991. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urinary leakage, nocturia, dysuria, urge incontinence and urgency.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07717. The same patient is represented in each medwatch.